Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A coordinator reported that during a vitrectomy procedure there was no air infusion. The case was not able to be completed. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The low pressure air source (lpas) was replaced. The system was then tested and met all product specifications. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming low pressure air source (lpas). (B)(4).